Event description:
A consumer reported that her daughter used the scholl freeze verruca and wart remover and the product sprayed into her eyes when she was putting the product in her cupboard. The freeze product was used to treat a wart on her right foot in between two of her toes. The consumer (daughter) reportedly attached an applicator bud to the actuator (white cap) prior to inserting the applicator bud into the plastic shield. Subsequently, the product was charged for 5 seconds and waited 15 seconds before applying the applicator bud to the wart for 30 seconds. The daughter then picked up the canister intending to place it in the cupboard when the product exploded out of the plastic tube into her eyes. She then went to the accident and emergency where her eyes were cleaned out. The daughter did not report any permanent damage and did not wish to be contacted further for any additional information. Step 3 in the package instructions states "do not hold the plastic shield." Follow up with the distributor revealed that the daughter did not touch the plastic shield.

Manufacturer narrative:
This report has been submitted by our distributor to (B)(4), due to the origin of the report. The product is to be returned to us for further evaluation. A follow-up will be submitted after the product evaluation has been performed.